Event description:
The customer reports that when they clean the internal cannula, small parts appeared inside. Caller reported the end user uses a (B)(4) brush to clean those type of device. The caller confirmed that reintubation/recannulation of a replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received.